Event description:
It was reported the patient had progressively increasing signs of congestive heart failure and a transthoracic echocardiogram demonstrated limited prosthetic leaflet excursion. Cardiac catheterization confirmed prosthetic mitral stenosis and pulmonary hypertension. The valve was explanted. Additional information has been requested.